Manufacturer narrative:
This MFR. Report # 1024879-2019-01592 is void. The complaint has been captured under MFR. Report # 1024879-2019-01145 h3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found with lids popping off after use. The following has been provided by the initial reporter: it was reported lids are popping off of vacutainers after freezing. Verbiage received via email, they freeze aliquots of samples and then take them out of the freezer to thaw and test. They have never had an issue with this until recently. Lately, the lids are popping off. They feel this might be a lot number issue. They currently have lot number 9074750. This is the first I have heard of this issue with the red top tubes. I have had complaints in recent years with blue top tube tops popping off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found with lids popping off after use. The following has been provided by the initial reporter: it was reported lids are popping off of vacutainers after freezing. Verbiage received via email, they freeze aliquots of samples and then take them out of the freezer to thaw and test. They have never had an issue with this until recently. Lately, the lids are popping off. They feel this might be a lot number issue. They currently have lot number 9074750. This is the first I have heard of this issue with the red top tubes. I have had complaints in recent years with blue top tube tops popping off.